Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l4 central and right lateral recess spinal stenosis secondary to ligamentum flavum hypertrophy, facet capsular hypertrophy, neural foraminal narrowing secondary to disc space, height collapse and bulging, recurrent disc protrusion and possible pars fracture. L5 right lateral recess spinal stenosis secondary to ligamentum flavum hypertrophy, facet capsular hypertrophy, neural foraminal narrowing secondary to disc space, height collapse and bulging, recurrent disc protrusion. L4-l5 recurrent disc herniation. L4 on l5 possible pars fracture. Right leg radiculopathy and radiculitis. Mechanical back pain. Epidural fibrosis and underwent the following procedures: right l4-5 re-exploration with minimally invasive tubular approach, medial to lateral, with partial facetectomies, partial foraminotomies, partial laminectomies, and excision of recurrent herniated intervertebral disc with decompression of cauda equina and nerve roots. 2) l4 osteotomy. L5 osteotomy. L4 to l5 right minimally invasive allograft and bmp and arthrodesis, posterior interbody and transforaminal technique. L4-l5 right minimally invasive vertebral interspace application of a globus sustained right oblique spacer, 10 x 26 x 13mm in height; 7 degrees lordosis. Peek cage. L4-l5 bilateral minimally invasive autograft and allograft and bmp arthrodesis posterolateral, a lateral transverse technique. L4 to l5 bilateral posterior non-segmental pedicle screw rod instrumentation. Bone morphogenic protein allograft for spine surgery, morcellized. Allograft for spine surgery, morcellized. As per op-notes,¿ fusion material was then impacted into the interbody anteriorly in order to promote interbody arthrodesis. The interbody cage was then filled with fusion material and inserted through the transforaminal annulotomy and packed into place midline interbody as far anteriorly as possible, utilizing clinical and fluoroscopic guidance in such a manner as to promote restoration of the disc space height, segmental lordosis and interbody fusion.¿ the patient tolerated the procedure well without any intraoperative complications.